Event description:
It was reported that the patient had the inflatable penile prosthesis pump and reservoir components removed. All pump troubleshooting steps took place. The pump was sitting too high in the scrotum and did not feel right. A new pump was inserted to ensure better placement in scrotum and new reservoir was implanted due to a suspected kink. The pump was reset and functioned ok. There were no patient complications reported.